Event description:
The customer reported the 9900 system shut down during a case. The system was rebooted and was used normally. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the gpos, ip, fluoro functions, gib, interconnects, systems interface, and reloaded software. The system now operates as intended.